Manufacturer narrative:
This report is submitted on june 19, 2017.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported), re-implantation is planned but has not taken place as of the date of this report.